Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 453 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer had cough and cold. The customer was treated with intravenous insulin. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.